Event description:
It was reported that the patient underwent a primary hip procedure on an unknown date in 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2013, due to an acetabular fracture. The bipolar head and trochanteric claw were revised.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.